Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy resulting in the development of peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized for the event and treated with vancomycin (dose, frequency and route not reported) and gentamycin (dose, frequency and route not reported). At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. The patient was scheduled to be retrained on proper aseptic technique once they were discharged from the hospital. Dianeal therapy was ongoing. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.